Event description:
The device was removed due to an infection. The device was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and the grommet was damaged. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.